Manufacturer narrative:
The reported observation was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The cause of the device entering the service application state was due to the previous surgical procedures the patient stated having. Per clinicians manual - under warnings - there is sufficient documentation concerning the use of electrosurgery devices. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that post the patient having an unrelated surgery, the implantable pulse generator (ipg) was unable to be connected to with the patient controller and the error message ¿generator not available¿ was showing up. A magnet reset was attempted however it was unsuccessful. When attempting to connect to the ipg the device showed error message ¿cannot connect to the generator¿. Device was explanted, and a new device was implanted. No additional information is available at this time.